Manufacturer narrative:
(B)(4). This report involves a patient who experienced suspected peritonitis in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced suspected peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy fluid. The cause of the suspected peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic injection for ten days (dose and frequency not reported). At the time of this report the patient was recovered from the suspected peritonitis event. Action taken with dianeal therapies was not reported. Additional information was unable to be obtained.